Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient didn't think their implantable pulse generator (ipg) was working. The caller was wondering if technical services can see cardiac devices remotely and that the patient received help with the issue. The device remains in use. No patient complications have been reported as a result of this event.